Manufacturer narrative:
(B)(4). One filled bag was received for evaluation. Visual inspection revealed a very minute particle inside the bag. This event was communicated to the supplier of the bags.a batch file review was performed and did not reveal any issues related to this complaint. If additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a tpn bag was found to contain "floaties" (particulate matter) inside. There was no patient involvement. Additional information was requested and is not available.